Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields h1 type of reportable event and e1 initial reporter email. This supplemental report has been created to capture additional information and information correction.

Manufacturer narrative:
Revision to fields h1 type of reportable event and e1 initial reporter email. This supplemental report has been created to capture additional information and information correction. Revision to fields b5 describe event or problem, f10 patient codes and h6 patient codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was explanted due to lead fracture with impedance greater than 3000 ohms and was no longer able to capture. There were no adverse patient effects outside of slightly more tired per the clinic. Also, this lead will not be returned.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was explanted due to lead fracture with impedance greater than 3000 ohms and was no longer able to capture. There were no adverse patient effects. Also, this lead will not be returned.

Manufacturer narrative:
Revision to fields h1 type of reportable event and e1 initial reporter email. This supplemental report has been created to capture additional information and information correction.